Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been elevated for the past few hours. The customer declined to provide further information regarding the event and declined tandem technical support's offer to troubleshoot. The customer requested to speak to a tandem clinical diabetes specialist (cds). The cds attempted to contact the customer; however, voice messages were left as the customer did not answer call. The customer had left a voice message for the cds that "if she died it was the fault of the cds for not assisting". The cds immediately returned the call and left a message directing the customer to seek immediate medical attention if needed. No further information was received.